Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an advanix biliary stent with naviflex rx delivery system was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed in august (procedure date, and patient age, gender, and weight are unknown). According to the complainant, during the procedure, when introducing the stent into the patient's common bile duct (cbd), the physician realized that a different size stent was needed for the procedure. Therefore, the stent was not attempted to be deployed, however the suture broke and the stent deployed into the patient's cbd. The stent was removed using a snare. The procedure was completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the device model, catalog number or lot number. Therefore, the manufacture and expiration dates are unknown.(B)(4).